Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 31330un20. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. The historical performance of lot 31330un20 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 31330un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances for the lot. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent, lot number 31330un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on (B)(6) male patient. The patient injured his right upper quadrant previously and was admitted for chest pain. The results provided were: on serial number (B)(4) on (B)(6) 2020 (B)(6) = 0.819ng/ml (cutoff is 0.028 ng/ml); sample was sent to (B)(6) where the roche troponin p = 0.007ng/ml and advia centaur = <0.01ng/ml (both negative; previous result, same patient on (B)(6) 2020 (B)(6) = 3.292ng/ml. There was no reported impact to patient management.